Manufacturer narrative:
D10 concomitant products: sigphandle, sig power sigphandle handle, (serial # unknown); sigpshell, sig power sigpshell control shell, (lot # unknown); sigadaptstnd, sig power sigadaptstnd linear adapter, (serial # unknown); sigtrsb60amt, sigtrsb60amt 60mm med thk reinforced rel, (lot # n4h1810y); sigtrsb60amt, sigtrsb60amt 60mm med thk reinforced rel, (lot # n4h1810y)". Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the reporter, during a pulmonary parenchyma, when attempting to use reinforced in bulla resection, the reinforce fixing suture (on the cartridge side) was detached upon opening two in a row. Due to misalignment of the sheet, both the cartridge side and the anvil side sheets were removed and used. The third device was opened, the fixing suture was attached correctly, it was used as usual. There was no patient injury. Medtronic's initial evaluation of the incident device found failure to completely fire the reload will result in an incomplete cut and/or incomplete staple formation, which may result in poor hemostasis and/or leakage.

Manufacturer narrative:
H3. Evaluation summary: medtronic conducted an investigation based upon all information received. The device was available for evaluation. Visual inspection noted that the reload was fully fired and the interlock was engaged. The jaw of the reload was open. The proximal sutures and the distal suture on the anvil side were cut properly. Suture at distal end of the cartridge side was disengaged. There was a mark that suture secured the buttress. Staple pushers on the proximal side were pushed back to the cartridge. Damage to the cutting edge of the knife blade was observed. Functional testing found that the reload was loaded into a representative handle. The clamping mechanism was deformed. The interlock was overridden and the reload was applied to test media. Test media was transected. The reload interlock was tested and found to function properly. It was reported that the suture was not secured. The reported issue was confirmed. The product analysis noted evidence that the device was not used as intended. This issue may occur when firing over tissue that is beyond the recommended thickness range. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. The instructions included with this device provide the following guidance: when using the endo gia¿ ultra universal stapler to grasp or manipulate tissue multiple times, the staple line reinforcement material secured on the anvil and cartridge may move and/or dislodge. Dipping the reload in sterile saline prior to positioning the reload at the target tissue may help flatten the material on the cartridge. To allow for the reinforcement material total thickness of 0.300 mm on a reload, the tissue thickness. Do not use on tissue that does not easily compress to 1.2 mm-1.95 mm. Do not use on tissue that does not easily compress to 1.95 mm-2.7 mm. Failure to completely fire the reload will result in an incomplete cut and/or incomplete staple formation, which may result in poor hemostasis and/or leakage. Always inspect the tissue thickness and select an appropriate staple size prior to application of the endo gia¿ ultra universal short, endo gia¿ ultra universal or endo gia¿ ultra universal xl stapler. Overly thick or thin tissue may result in unacceptable staple formation. When positioning the stapler on the application site, ensure that no obstructions, such as clips, are incorporated into the instrument jaws. Firing over an obstruction may result in incomplete cutting action and/or improperly formed staples. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.